Event description:
It was reported that during implant attempt, the helix on the right atrial lead would not deploy. The lead was removed. The physician straightened the lead and tried forty turns outside the body and the helix still would not deploy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. Blood was in/on the helix lobe mechanism, and blood and tissue were also visible on the helix.